Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of death due to chronic rejection, thrombosis, dissection, hepatic artery stent occlusion, and biliary necrosis requiring retransplantation of liver transplant in association with solitaire thrombectomy and marksman catheter. The time frame of this study was from october 2015 to november 2021.  The purpose of this article was to  investigate and evaluate the effectiveness and safety of mechanical thrombectomy, specifically utilizing stent retriever and/or aspiration thrombectomy, for the treatment of hepatic artery thrombosis (hat) in patients with orthotopic liver transplant (olt). The authors reviewed 8 cases of patients treated for hepatic artery thrombosis using solitaire thrombectomy and a marksman catheter. Of the 8 patients, the average age was 54 years, 1 was female and 7 were male.  All had technically successful restoration of flow with stent placement of the anastomotic stenosis in 8 cases. The article does not state any technical issues during use of the solitaire stent or marksman catheter. The following intra- or post-procedural outcomes were noted: one patient (patient 1) died from liver failure due to chronic rejection and had a patent hepatic artery on explant. This patient had a thrombosis occur again 2 weeks after the primary procedure and 2 days after the second and died shortly after the second procedure.  Dissection of the hepatic artery in 1 patient hepatic artery stent occlusion in 1 patient retransplantation due to biliary necrosis- hepatic artery was patent a time of explant.

Event description:
Additional information received reported the healthcare provider (hcp) looked back at our cases and the adverse events were not tied to either the solitaire or marksman devices. All complications were felt to be a result of the overall clinical status and not related to the devices used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.